Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the generator of the imaging system would not start up. The power conversion enclosure was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the x-ray functionality of the imaging system would not initialize. Troubleshooting found that there was no voltage between three pins on the power conversion enclosure. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that there was an electrical failure with the component, the reported issue was confirmed. If information is provided in the future, a supplemental report will be issued.